Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pc2323, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section on (B)(6) and suture was used. During the procedure, the suture pulled off the needle happened after pulling out the needle in the subcutaneous layer for the needle couldn't pierce through the tissue. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/17/2020. Additional information: d10. H3 evaluation: a detached needle and used suture of product were returned for evaluation. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. The needle and the edge of the barrel hole could be observed with marks due to use of a surgical instrument and a suture piece was noted still attached to needle and the end was noted cut which also appeared to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the suture needle pull off is an improper handling by an external cause.